Event description:
Event description boston scientific received information that both of these leads were fractured. Therefore, the leads were removed from service and replaced without further incident.